Event description:
It was reported, while end user was in a health care facility, the unknown lift broke while transporting end user, allegedly causing unknown permanent personal injury. File will be updated as additional information is obtained.